Manufacturer narrative:
(B)(4). The sample was evaluated by baxter. Leak testing was performed with no issues noted. A clear passage test and clamp function test were performed with no issues noted. A batch review could not be performed because the lot number was not available. The sample was not confirmed for the reported problem and the root cause was undetermined.

Manufacturer narrative:
(B)(4). The sample has been reported to be available for evaluation and has been requested. However, the sample has not been received for evaluation as of yet. A follow-up report will be filed if additional information is received.

Event description:
It was reported that a patient had a leak during peritoneal dialysis (pd) therapy. It was reported that leakage from the tubing of a transfer set was found during use. There was patient involvement but there was no patient injury or medical intervention indicated at the time of the initial report.